Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further problems. The customer was advised to contact support again if the malfunction recurred.